Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Manufacturer attempted to obtain additional information regarding the event. Customer did not release any further information. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Manufacturer attempted to obtain additional information regarding the event. Customer did not release any further information. Patient or user harm was not reported. This event is recorded in complaint number (B)(6). A field service engineer evaluated the device in work order 01222218 and determined that the customer placed syringes in bags, causing the drawer to jam. Customer reloaded the drawer with bags folded under. Customer confirmed device is operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jun-2021 to 16- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 failed to open. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that a bd pyxis anesthesia es system drawer 1.2 failed to open during surgery delaying patient care. The user was unable to recover the drawer and the pyxis is down. Manufacturer attempted to obtain additional information regarding the event. Customer did not release any further information. Patient or user harm was not reported.